Event description:
Pt developed a thrombus in their left internal jugular vein at site of an internal jugular central line after 3rd prosorba treatment. Pt was hospitalized and administered anticoagulants and antibiotics. The central line was removed. This pt was being treated for an off-label condition described to co as "autoimmune disease with cic".